Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the ipg was buried deep in the pocket and the patient was having difficulty charging. The patient underwent a revision procedure wherein the ipg was replaced. No malfunction was suspected. The patient was doing well postoperatively.